Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated at that time. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system displayed a "battery service error". The site ensured that the system was plugged in for the entire case and overnight. Navigation was aborted causing less than an hour delay in the procedure. The issue was resolved during the procedure by clicking "ok" and the battery error message was removed. It was stated that a potential cause was a software issue. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the critical battery error was not known, but noted that it appeared to be an issue with the 1.2 software update. The issue was resolved by clicking ok.